Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that there was a suspend issue. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following: a review of the pump history showed that the pump was manually suspended on (B)(6) at 01:44 and resumed at 07:28. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump performed the rewind, load, and prime steps with no suspending occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no suspending occurring. There was no evidence of hypersensitive keys observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The pump¿s total daily dosages added up correctly. The pump was able to successfully complete a delivery accuracy test and was found to be operating within the required specifications. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The suspend issue was not able to be duplicated during investigation.